Event description:
It was reported that the inflatable penile prosthesis was functioning properly but the pump was riding up into the shaft of the penis. The pump was removed and replaced to a more dependent location. No further complications were reported in relation t this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.